Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a wireless module intermittent connection with the pump. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. D9: 07-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The reported issue was not confirmed through testing. The probable cause was a software glitch.